Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (B)(4) reported a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and allegedly caused a patient death. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received a voluntary medwatch (mw5103332) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient death. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.